Manufacturer narrative:
(B)(4). Information was received from a foreign source who is not required to complete form 3500a. The product was not returned for review, therefore the complaint cannot be confirmed. This device is used for treatment. This issue has been previously investigated and as part of corrective action, a new supplier for the polyethylene bags has been selected and testing completed to ensure thermal reliability and stability of the new bags. Field action z-0845-2016 was initiated on january 11, 2016 to remove remaining affected units from the field. This field action contains the related part and lot number. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported that a plastic film was observed on areas of the femoral component. The film was removed with sterile water and the component was implanted.